Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a power source. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, the insulin gauge was inaccurate. Reportedly, the customer does not perform the air removal process during the load sequence and had filled the cartridge with cold insulin. Tandem technical support advised the customer against filling the cartridge with cold insulin as this may result in air bubbles. Reportedly, the customer continued using the existing cartridge for insulin therapy. Customer's blood glucose level was 327 mg/dl.